Event description:
Patient reported, left side "swelling in the upper part of the breast. Rupture". Patient later reported, for "mastalgia". And "double, isolated and radial echogenic lines on the left. Compatible with folds of the elastomer" via us report. And "experiencing pain in arm, pain in the back of neck". "Cannot sleep, due to so much pain" and "was very shaken. Psychologically shaken". The events of "headache" and "tingling in their left leg, as if were going to lose movement" are not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "swelling in the upper part of the breast - rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "swelling in the upper part of the breast - rupture."